Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient mentioned their back where the spinal cord stimulator was implanted hurt all the time, but now, the patient said their side was starting to hurt since a couple of weeks ago. Pt said they were trying to get in contact with hcp and hcp told them to "just wait and monitor issue and issue should get better over time." Pt said the pain was not going away. Pt said their hcp was not getting back to them. Patient mentioned they had staples taken out on (B)(6) 2023. Patient services specialist(pss) explained that the hcp was the only one who could diagnose the pain, and pt got escalated and disconnected the call. Pss reviewed role of pats and the mdt reps and redirected to healthcare provider. An email was sent to the mdt reps for visibility. Hcp information not gathered because pt disconnected the call. It was reported the pain will go away on its own; patient has an appt scheduled to be seen. Additional information was received from the patient (pt). The pt clarified that the staples that were removed were from the implant procedure for the ins. Pt said their healthcare provider (hcp) wanted them to wait 2 more months but the pain was still persistent. No steps have been taken and issue was not resolved. Pt said they have made a new appointment with a different hcp. Additional information was received from the patient via manufacturer representative. Patient reports site has been tender since replacement. The doctor wanted to give it more time but she is insisting on explant rather than pocket revision. Patient would like system removed. Has not been scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.